Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-21. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit without packaging attached to an extension line with extreme traces of thick media and two photos of a unit that resembles the returned unit. During the visual examination it was observed that there were no anomalies or damage to the external areas of the q-syte. The column tear assessment was performed and no column tears or damage were observed. The leakage test was performed on the unit in the unactuated and actuated positions. Leakage did not occur in either position. Therefore, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore after use. The following information was provided by the initial reporter, translated from chinese to english: "blood oozing at the joint."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood oozing at the joint"